Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield stull clamp was involved in a slippage during a procedure. The pt did not incur an injury as a result of this incident.